Event description:
It was reported via repair work order that the power cord sheathing was damaged with exposing wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.